Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the patient experienced recurring urinary incontinence. The existing aus was not functioning as intended. The existing aus was explanted and replaced with a new aius consisting of a 4.5 cm cuff, pump, and pressure regulating balloon (prb). The replacement prb was implanted on the left side. The replacement surgery was successfully completed without any patient complications. The explanted aus is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.